Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a lowered blood glucose (bg) level, reading "low" on their continuous glucose monitor (cgm). Cause for low bg was unknown. Customer declined additional troubleshooting with tandem technical support; therefore, no additional information was known or reported.